Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for 2 patient samples on a cobas e 801 analytical unit. For sample 1, the initial result was 3.8 nmol/l. The sample was repeated on an e601 analyzer and the result was 7.99 nmol/l. For sample 2, the initial result was 5.8 nmol/l. The sample was repeated on an e601 analyzer and the result was 8.45 nmol/l.

Manufacturer narrative:
The calibration and qc recovery data provided were within specifications. The field service engineer (fse) checked and adjusted the prewash sipper, cleaned and decontaminated the reagent path, cleaned the needles and nozzles, replaced the procell and cleancell cups, and cleaned the sipper flow path. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.